Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the patient had a burn.

Manufacturer narrative:
Additional information: b5, d10, g4, h2, h3, h6 one 4 lesion nt2000¿ pain management rf generator pn rfg-nt-2000 and sn (B)(6) was received into the lab for analysis. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event cannot be conclusively determined as no abnormalities were identified. The returned product operated as intended during the evaluation period. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During a right lumbar medial branch radiofrequency abalation of l4-l5 and l5-s1, a patient burn occurred. The burns were narrow blistered areas on the right hip where the grounding pad was located. The burns were treated with neosporin and adhesive bandages. The patient was stable following the procedure.